Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced issue with infusion set's adhesive on (B)(6) 2024. The set came of while doing physical activity/sweating, swimming, or bathing. The infusion set was in use for 1.5 days. No further information available.